Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and was instructed by technical support to remove the pump from the case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. The issue was resolved when the caller successfully reloaded the same cartridge and resumed insulin delivery.